Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat work-related 3rd degree cystocele. It was reported that the patient had the concurrent procedures of anterior repair with mesh augmentation, midureteral sling, video cystoscopy and repair of cystotomy during mesh implantation. It was reported that patient also had boston scientific obtryx midureteral sling implanted on (B)(6) 2010. Repair with mesh augmentation (B)(6) 2010 resulted in bladder perforation and subsequent complete breakdown of the entire anterior vaginal vault with large amount of mesh protruding through the open vaginal area. It was reported that patient underwent anterior and posterior repair, dissection removal of mesh on (B)(6) 2010 due to mesh failure with subsequent erosion of the vaginal vault. It was reported that patient underwent surgical procedure to repair cystocele on (B)(6) 2010 (per md notes patient was adamant about repair after md advised against it). (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and obtryx were implanted. Since the implantation of the mesh devices, the patient has experienced pain, mesh erosion and has undergone additional medical treatment. No additional information was provided.